Manufacturer narrative:
The customer reported completing an evaluation of one of the units compared to an unknown philips m4841a. The customer identified that the wire gauge for the battery contacts on each device were different. The unknown philips m4841a is 0.40 microns and the pacific medical wire gauge was 0.35 microns. The wire used in the pacific medical (avante health solutions) battery contact is more malleable than the philips. It appears a more malleable wire can make it easier for the wires to slip out of the grooves. The philips case has small tabs in the battery compartment to help hold the battery contacts in place. The pacific medical unit(s) did not. The customer stated this makes it easier for the wires to come in contact with each other causing them to short and the batteries then heating up. Pacific medical technical evaluation determined that there is a 0.05 micron difference in thickness of the wire gauge of the battery contacts between the pacific medical and philips units; however, the 0.05 micron difference does not present any negative effects of the battery contacts' operation. Historical findings of the contact wires slipping out has been due to physical damage of the batter terminal case and not due to the malleability of the wire. The small tab within the battery compartment was not included in the pacific medical case; however, historical findings of an internal short is most often due to physical damage of the battery terminal of the case. It should be noted that the events reported involved an older style version of the case and it is no longer used as a replacement. This type of event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, there were several telemetry units that had overheated. The part and serial numbers were not provided. It was stated that the issue was with the case of the device. Primarily in the battery compartment area of the unit. There were no incidents of patient harm reported. No additional information is available.